Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that during insertion the guide wire kinked and did not move. The md could not proceed with the procedure. A new device was used to complete the procedure without incident.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly for analysis. No definite sings-of-use were observed. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite this, the distal j-bend was shaped normally. Microscopic confirmed the kink and revealed that the proximal and distal welds were spherical and intact. The kink in the guide wire measured 45mm from the distal end. The guide wire total length measured 13 7/8", which is within the specification limits of 13 11/16"-14" per the guide wire graphic. The guide wire outer diameter measured .02405", which is within the specification limits of .024"-.025" per the guide wire graphic. A guide wire was passed through a lab inventory catheter and dilator from an es-04150 kit. Minor resistance was observed at the kink; however, the guide wire was able to pass completely through the components. A manual tug test confirmed that the proximal and distal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite this, the guide wire met all relevant dimensional and functional analysis. A device history record review could not be performed as no lot number was provided, and no sales history is available to obtain a potential lot number. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion the guide wire kinked and did not move. The md could not proceed with the procedure. A new device was used to complete the procedure without incident.